Manufacturer narrative:
The insulin pump did not have cracks near the battery compartment, near the reservoir tube window, or around the display window. However, the insulin pump had a scratched case. The unit had no button response due to an unlocked j2/lcd keypad connector. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report cracks on the battery compartment, on the reservoir window, and around the display. The customer's blood glucose level was unknown. No further details were provided.